Manufacturer narrative:
(B)(4). Location : hospital. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. It was reported that three set screws slipped during insertion into the bone screw. The screws were removed and replaced. No patient complications were reported.